Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump history shows that on (B)(6) 2012, at 07:45, a programmed bolus was cancelled due to not enough insulin in the cartridge to cover the bolus; a 2.5unit bolus had been programmed but there were only 2.0units in the cartridge. The history also showed that on the same date at 08:04, a bolus was cancelled due to an occlusion alarm. An empty cartridge alarm was induced during testing and the alarm was correctly recorded in the alarm history. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad was tested and no hypersensitivity was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the display screen was discolored. The display screen was replaced with a test display, and the contrast returned to normal with no signs of discoloration.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 33mg/dl with mild shakiness. The patient reportedly was treated with oral carbohydrates and the patient's bg elevated to 200mg/dl. The pump reportedly emitted an "empty cartridge" alarm; the reporter did not check the patient's bg values, had replaced the cartridge and gave the entire bolus again. The pump reportedly emitted another "low cartridge" alarm and the reporter stated there was no indication of it in the pump history. The reporter stated when she was reviewing the pump history and noted several boluses had cancelled and one bolus recorded. The reporter stated that she thought it was impossible that boluses cancelled since the patient experienced a bg of 33mg/dl. The reporter stated that she felt that the pump had given insulin even though it showed cancelled boluses. It was noted that the pump is being returned and the patient continued using the pump until the new one is received. Customer support (cs) reviewed the pump and noted a cancelled bolus and a occlusion alarm. Customer support (cs) advised the patient and the reporter to always check the pump bolus history and the patient's bg prior to blousing. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy and due to the allegation that the pump may have bloused without user intervention.